Event description:
It was reported that a user of the ilet bionic pancreas experienced sustained high blood glucose after consuming a large amount of fast food, with elevated readings persisting for approximately 90 minutes and customer support providing education and troubleshooting, including guidance to monitor for downward trends and to call back if values did not decrease. Symptoms included thirst and fatigue. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included complaint handling with user coaching and device use review based on the reported event. Investigation of this case revealed no device malfunction reported and an event consistent with hyperglycemia of unclear cause. It was concluded that the event was user-experienced hyperglycemia with undetermined root cause and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.